Event description:
On (B)(6) 2012, at the (B)(6) hospital, it was reported that the beq-0197031 quadrox-I oxygenator without filter (lot number 70071194) was leaking from the vent port. The customer elected to replace the device. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not evaluated because it was received in a contaminated condition and there was possible risk of infection. (B)(4).